Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse of a customer reported via phone call of being hospitalized for low blood glucose of below 20 mg/dl. Troubleshooting found that the reservoir o ring is missing and the reservoir does not fit properly in the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was returned without the original belt clip; however the test belt clip fits and locks properly and no damage in the belt clip slot noted. The test reservoir locks in properly in the reservoir compartment noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and missing the reservoir tube o-ring.

Manufacturer narrative:
The pump passed the delivery accuracy test.